Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the delivery system was returned. The safety clip was missing upon receipt. The y-adapter was found to be completely retracted. The tuohy borst adapter was open and the 2-way stop cock was closed. The stent graft was released and was not returned as it remains in the patient. Functional/performance evaluation: the delivery system guidewire lumen was flushed without problem and an in house 0.035 inch non hydrophilic guide wire was advanced with no issues. Dried blood was noted on the guidewire and during flushing of the delivery system. Patency test was successfully repeated with 0.035 inch guide wire. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for guidewire issues, as the guidewire lumen patency passed with no issues under laboratory conditions, using an in-house guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether the original guidewire and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure in the cephalic vein, the stent graft was unable to pass over the guide wire; however, after several additional attempts were made, the vascular stent was able to pass over the guide wire and was deployed successfully without further incident. There was no reported patient injury.